Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: the detected failure (broken teeth) is related to the material used for the chuck of the adaptor. CAPA initiated at original manufacturing site.

Event description:
Country of complaint: (B)(6). Tooth broke off the device.